Event description:
Clincical study same case as #6000089-2005-00516,#6000089-2005-00517. 201 days after a coronary artery being eluting stenting procedure the pt expired. The lesion being treated was a 3.5mm 80% stenosed mid right coronary artery (mid rca). The lesion was predilated. The physician then placed a taxus express2 8.8% 3.50x16mm drug eluting stent in the mid rca. The next lesion was a 3.5mm 80% stenosed proximal right coronary artery (pro rca). The lesion was predilated. The physician then placed a taxus express2 8.8% 3.50x32mm and a 3.50x8mm drug eluting stents in the prox rca. It was reported that the stents overlaped but unknown how much. The pt was discharged in the next day on lipitor, plavix and aspirin. In about 6 1/2 months later, the pt expired as reported by the family member to the site. There was no autopsy. The cause of death reported by the family member was "renal failure". In the opinion of the physician the relationship of the pt's death to the target vessel is "unknown".